Event description:
The patient reportedly experienced intermittencies issues with her device. Testing performed at the center revealed out of range impedance on all electrodes. External equipment was exchanged and programming adjustments were made; however, the problem was not resolved. Surgery to explant the patient's device will be scheduled.